Event description:
This report summarizes one malfunction event. A review of the events indicated that model smec10gss marker allegedly experienced patient-device incompatibility. This report was received from one sources. The device was used in the patient, a (B)(6) year-old female, of (B)(6) lbs. There was no reported patient injury.